Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) during a ventricular tachycardia (vt-1) episode, which subsequently accelerated the arrhythmia into the ventricular fibrillation (vf) zone. No additional adverse patient effects were reported. The device remains in service.